Event description:
During repair of an av fistula, this balloon burst circumferentially below the rated burst pressure, when inflated with an indeflator. When the physician attempted to remove the balloon from the patient, there was a lot of resistance with the sheath, causing the balloon to start to peel back. Also, while pulling the catheter through the sheath, the hub of the device separated from the shaft. Eventually the physician was able to remove the balloon, in tis entirety, from the patient without losing access. Another balloon of the same size was used to successfully treat the lesion. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.